Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Further inspection found that the lead had lost capture. Fracture was suspected, but not confirmed. The lead will continue to be monitored. The patient was stable and asymptomatic.